Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic rupture cannot be confirmed; however, as reported by the physician, the contact point with the valve frame may have contributed to the event. There is no indication this event was a result of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our brazilian affiliate, the patient died from a complication of an annular rupture after deployment of a 23mm sapien 3 valve. As reported, the valve was implanted with 19ml of volume. Post valve deployment a sonographer confirmed that a minor pericardial effusion had occurred. The patient¿s pressure condition was excellent. After some seconds, ¿worsening¿ of clinical presentation was observed and from this point the patient pressure began to decrease. At the same time, an aortogram analysis was performed that verified a possible annulus rupture or an aortic dissection. An attempt was made to perform a pericardiocentesis; however, the pericardial effusion could not be contained. An open procedure was performed and the surgery was successful. The patient was stable patient and was transferred for post management care. Subsequently, post procedure the patient passed away. Per post procedure discussion (physician¿s opinion), an aortic rupture occurred, in the contact point with the large cells of the frame of the valve. The native valve measured 19.97mm x 25.23mm with an area of 405.4mm2 by CT. The native annulus and leaflets were mildly calcified. There was no loss of capture.